Event description:
It was reported that during an unknown procedure, the device would not close well and does not allow the good formation of the clip. Case was completed by ligating with silk suture. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.